Event description:
It was reported that the introducer sheath was inserted in the internal jugular vein without difficulty. When the sheath was removed, it was noticed that a portion of the spring wire guide used during the insertion procedure remained in the pt's neck. The piece of wire guide was removed via a snare. There were no pt complications.